Manufacturer narrative:
His MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen frequently reverted to the ¿tap¿ lock state before the user could complete actions such as pairing and insulin delivery, require multiple attempts and cause inconvenience; the user also reported difficulty interacting with the small touchscreen due to trigger fingers and vision limitations and requested a larger or replacement device. Symptoms included user frustration with device interaction. Outcomes included no injury, no hyperglycemia, no hypoglycemia, and no hospitalization. Investigation included customer education on the device sleep/wake and auto-lock behavior and recommendation to contact customer care for touchscreen troubleshooting. Investigation of this case revealed expected device behavior related to the screen time-out safety feature to prevent unintended delivery, with no confirmed malfunction of the touchscreen or other hardware. It was concluded, based on previously established findings for similar reports, that the cause was normal device functionality with user-interface usability challenges.